Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The customer reported touch screen failure and the navigation ring is non-responsive. The customer reported no patient harm.

Manufacturer narrative:
Follow up report - device evaluation: the manufacturer's field service engineer (fse) evaluated the unit while onsite and confirmed the reported problem. Resolution and disposition: the fse reported the 1st generation navigation ring was replaced to address the reported problem.